Event description:
It was reported that the device dissembled during testing. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon visual inspection it was revealed that the back nut had failed.